Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders did not cross. The customer stated that this malfunction caused no delay since they were able to manually dispense the medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders did not cross. A technical support specialist (tss) identified an error in the external inbound messaging service, where messages were not processing due to a concurrent error. Although the service was restarted, the issue recurred. The tss contacted the hospital information technology (hit) team and performed a server reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.